Event description:
The pt received the error 4 message on the subject meter in the morning. Her diabetes medication regimen consists of "1 pill in the morning and 1 pill at night". Although she was not able to test on the meter that morning, she took her oral medication. "Later that morning", she started experiencing symptoms of dry mouth, frequent urination, and was feeling dizzy and weak. She attempted to test on the meter, but received an error 4 message. She ate cereal and went to the dr's office to have her blood glucose level checked. The result on the dr's meter was 160 mg/dl and she was given a shot of insulin (type unk). At the time of troubleshooting, it was determined the meter was a new product and the test strips were in good condition. It was discovered the pt had placed control solution inside the test strip port area (user error) and the "screen had red spots" on it. The reporter was walked through a control solution test, but the apply sample message kept appearing on the meter display. This complaint is reported as an adverse event because the pt was not able to test on the reported meter at the time of concern and subsequently required treatment by her doctor. A replacement meter was sent to the lay user/pt.